Event description:
On interrogation, the pump motor was stalled; no recovery was recorded. The event logs showed that multiple motor stalls had occurred. The device system was used to deliver fentanyl. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).